Event description:
It was reported that the poly insert became loose after three months of surgery. Surgeon had to operate again and fix poly legion ps xlpe hf 5-6-13mm.

Manufacturer narrative:
The associated legion ps high flexion insert was returned and evaluated. A lab analysis conducted during this investigation indicated that scratches and burnishing were visible on the superior and inferior surface of the insert, likely due to third body debris or instruments during removal. Deformation was visible on the distal surface of the insert likely due to the insert riding on top of the lock on the tibial baseplate, which is consistent with the insert being reported as not locked into the tibial baseplate. Damage to the posterior lock was also visible. No material or manufacturing defects were observed during this investigation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.